Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
The function was good intraoperation, but after close the wound, the blood came out the icp tube.

Manufacturer narrative:
This MDR is being filed retrospectively. It was determined that the most likely cause of the reported event was an error made by the user of the device. The user appears to have mixed-up the connections for patient drainage and the icp probe. No patient harm occurred.

Event description:
The function was good intraoperation, but after close the wound, the blood came out the icp tube